Manufacturer narrative:
The computer of the navigation system was returned to the manufacturer for evaluation. Testing found that the computer shut down without prompt from the user. The power supply of the unit was replaced and the unit functioned as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. When testing, the video splitter was bypassed without resolution. It was noted that the fan was not operational on the navigation system either. Testing revealed that the computer for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system was cycling power. There was no patient present when this issue was identified. No additional information was provided.